Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the adminstration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication of dvt developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Computed tomographic osteolytic analysis of a first-generation remelted highly cross-linked polyethylene in total hip arthroplasty¿at a minimum of 15-year follow-up; kiyokazu fukui md, phd , ayumi kaneuji md, phd , xipeng wang md, phd , toru ichiseki md, phd , tadami matsumoto md, phd , norio kawahara md, phd https://doi.org/10.1016/j.arth.2019.12.012. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02564. 0001822565-2020-02565. 0001822565-2020-02566.

Event description:
It was reported in a journal article that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient experienced deep vein thrombosis. Attempts have been made and additional information on the reported event is unavailable at this time.